Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose and multiple pump error alarm on insulin pump. Customer's high blood glucose was 400s and now down to 200s mg/dl. Customer stated that they were not been able to clear alarm and insulin shows as empty the insulin pump will not be returned for analysis.